Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval found that while the pump is in the off state while on battery power, the unit can intermittently power up, enter sleep mode, and then shutdown without user input. In addition, the unit was experiencing "check battery" alert messages caused by negative battery contact pins on the back flex being depressed. They are raised enough where they will provide intermittent contact with the battery allowing for the power cycle to constantly repeat. The rear case assembly was replaced to correct this issue.

Event description:
It was reported that the device powered off without user input. No pt involvement was reported.